Event description:
Customer reported that patients are complaining of redness and itchiness at unspecified times following surgery. The patients are reportedly tearing out the sutures and opening their wounds. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/10/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.